Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that four days following an intraocular lens (iol) implant procedure, she had emergency eye surgery. She was told by her doctor that her eye caused the lens to tear. The consumer reported that she received a new iol and her issues have resolved.